Event description:
It has been reported to co that the dilator of this device was defective. Reportedly, the dilator was unable to be inserted into the sheath. The device was removed and replaced. The patient is report as fine and the device is being returned for co's analysis.